Manufacturer narrative:
(B)(4). Date sent: 5/9/2016. Pt info; relevant tests/lab data, other relevant history: information was not provided by the contact. Batch # (B)(4). Additional information was requested and the following was obtained: for the firing that resulted in the device being stuck on tissue, please answer the following questions: did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Could not tell; there is still tissue in the jaws of the device did the device cut? Yes. If yes, was the cut line complete? Could not tell. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Could not tell. How was the device removed from the tissue? Another endocutter was used to cut on either side of the stapler that was stuck. On which firing did this event occur (1st, 2nd, 12th, etc.)? 3rd. Which black cartridge was being used (gst or ecr)? Ecr. Was buttressing material utilized? If so, which product? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Not that he could tell. Was the procedure completed with the second device? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No the analysis found that one sc60a device was returned in good visual condition and with one ecr60t cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted and the manual switch worked properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an ivor-lewis esophagectomy procedure, device was fired across the stomach with a black reload; the device would not open. Knife reverse was tried and jaws would not release. The device had to be cut off the tissue to remove it from the case. It is unknown how the procedure was completed. The condition of the patient is not known.